Event description:
It was reported to philips that the customer has a defective therapy pca and requested to exchange it for another therapy pca. The customer did not provide details as to what made the therapy pca defective. There was no reported patient involvement.